Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su had a scale marking issue. The following information was provided by the initial reporter translated from portuguese to english: "when removing the syringe from the packaging, it was detected that the graduation on the syringe was off, impairing the graduation of the medication dose."

Manufacturer narrative:
Investigation summary: one 20 ml syringe sample and photo received by our quality team for investigation. Through visual inspection, scale marking on the barrel appears illegible. A device history review was performed and found maintenance records related to the incident. Based on the teams investigation, possible root cause is associated with jam on the printing disc. The rail guide was adjusted. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
The customer provided us with the information below: ¿ was the deviation identified before, during or after use? Before use, after opening the packaging. ¿ is the incident-related sample available for analysis? Yes, but the packaging has been opened and has not been used. I will be sending it to seaba. A photo was sent for analysis.